Manufacturer narrative:
Testing and investigation found that during delivery accuracy testing, the device stopped delivering, the green led on the pumping mechanism turned off, and the secondary alarm sounded for 3 minutes. The cause is attributed to the hardware module. The device history was reviewed at hospira's service center. The history log reports several can bus errors where triggered on this device before the device was removed from clinical use. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the pump was programmed to deliver vasopressin 0.2units/ml, at a rate of 2units/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported the pt's condition as unstable, "labile" and "pre code." It was reported that the pt was also receiving multiple inotropes. Between 1130 and 1530, the nurse reported the pump alarmed for an unspecified "malfunction" and powered off. At that time, the customer contact reported the pt had an unspecified decrease in blood pressure. The device was removed from clinical service. The physician was at the bedside. The pt was treated with an unspecified concentration of levophed and increased in the ventricular pacing from 60 to 90 pulses per minute. After approx 30 minutes, the vasopressin therapy was resumed using a replacement pump. The customer contact reported the pt expired approx 12 hours later; however, stated that the pt's death was "not related to the pump." Though requested, no add'l info was provided.